Manufacturer narrative:
The customer could not duplicate the issue when he contacted us to report problem. He stated that he would contact us in the future if the issue occurred again.

Event description:
It was reported that the monitor didn't turn off earlier that day but was powering on and off when he called. He could not duplicate the issue. No patient injury was reported.